Manufacturer narrative:
Correction to b5 and f10: updated event description and coding h3 other text : device not returned for evaluation.

Event description:
It was reported that due to erosion and fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.

Event description:
It was reported that due to erosion and fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted. Additional information was received that this patient did not experience fluid loss with his device. The cause of the erosion was the prosthetic connecting tubes occurring in the penoscrotal area. The onset was in the end of (B)(6) 2016 when the patient felt pain and discomfort. Today, the patient is satisfied with his prosthesis and his device is working. The last patient examine with in (B)(6) 2019.

Manufacturer narrative:
Erosion and fluid loss were reported. The ams700 device was visually inspected and functionally tested. No leak was found. The cylinders and pump performed within specifications. Reservoir performed within specifications. The complaint component was returned and analyzed, and the reported allegation was not confirmed via product analysis. Reservoir, model: 72400152, lot sn: (B)(6), mfg date: 03/10/2008, exp date: 03/06/2013.

Manufacturer narrative:
Device not returned for evaluation

Event description:
It was reported that due to erosion and fluid loss the patient had his inflatable penile prosthesis (ipp) removed and replaced. The ipp was explanted and a new device consisting of a 21cmx12mm cylinders, pump and reservoir were implanted. Should additional information be received a supplemental report will be submitted.